Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of several controller power-up/motor start events logged since (B)(6) 2015. These events are indicative that both power sources were disconnected from the controller. Log files also revealed occurrences of critical battery alarms and premature switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller issued a no power alarm when both power sources were disconnected, per specification. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was in the clinic and complained of what sounded like power switching or bad batteries. Log files were sent to the manufacturer's field engineer and multiple double disconnects were noted. The patient did not report hearing the no power alarm. After talking with the patient, it appeared that side 2 of the controller was always the side that the power source was "disconnecting" from. The controller would beep as though a power source was being attached when nothing was done. The controller was exchanged with no effect on the patient reported.